Event description:
It was reported that a 73-year-old female patient underwent a breast augmentation with two 325cc mentor memorygel breast implants and experienced bilateral rupture post-operatively. As a result, the patient underwent explantation on (B)(6) 2022. The expiration date on the devices is prior to the device implantation date. This is considered user error and therefore, code a23-use of device problem has been added in medical device problem code. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the right side device.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 13, 2022, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned sample revealed that the gel siltex mod-rnd 325cc breast implant had parallel lines of shell wear on the anterior aspect. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable leaks. Although no product leak was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. It was noted that, based on the date of implantation provided and the expiration date of the reported lot number, the devices were implanted after expiration date. According with the product insert data sheet the sterility cannot be guaranteed if the product is used after the ¿use by date¿ shown in the box label. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).